Manufacturer narrative:
H3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'unit failed flow rate (18.82, 18.84)' which was not reproduced during evaluation. The flow test was conducted for the returned device at a rate of 125ml/hour and 40ml/hour for 60 minutes, and the testing result indicated the flow rate accuracy percentage was -7.444%, which was out of the +/-5% and it indicated that the pump was under-infused, and -3.625% which was within the +/-5% specification range. The cause was determined to be an out of specification pressure plate assembly which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate (18.82,18.84). There was no known patient injury or medical intervention associated with this event. No additional information is available.